Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring wire guide was found kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-24706-e set containing various components including an arrow raulerson syringe (ars), an introducer needle, a single lumen catheter and a guide wire assembly for evaluation. The guide wire assembly did not show any evidence of use and was returned with the guide wire partially retracted within the advancer tube. Visual examination of the returned guide wire assembly revealed that the end cap that secures the guide wire within the advancer assembly was missing and was not among the returned components. The guide wire was slightly kinked/bent in a single location towards to the distal end of the body, adjacent to the j-bend. The kink in the guide wire is located on the portion that was returned exposed out of the advancer tube. The location of the kink and absence of the end cap is consistent with damage resulting from the guide wire assembly being damaged during shipping/distribution of the product. Both welds were observed to be full and spherical. The kink in the guide wire was located 28 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars, introducer needle and catheter to functionally test the guide wire. Both the undamaged and kinked/bent portion of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire manufacturing and packag ing processes and no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed the end cap was missing from the guide wire assembly and the exposed portion of the guide wire was slightly kinked/bent adjacent to the distal j-bend. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the packaging, assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, shipping/distribution caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the spring wire guide was found kinked prior to patient use.